Event description:
A male pt underwent emergency aaa repair for rupture in 2009. The physician had previously considered open repair but decided to perform endovascular therapy. The physician had initially landed the flex main body correctly, however, after removing the knob, the physician did not pull the white trigger wire all the way out. When he tried to retrieve the top cap, he inadvertently covered the pt renals and had to convert the pt to open surgical repair. Pt has recovered.

Manufacturer narrative:
Event evaluation: still under investigation.